Manufacturer narrative:
The pad-pak was first installed successfully on the 4th june 2010 and performed to specification up to the 12th july 2015. The pad-pak was removed and reinstalled during this time for periods up to 2 months. Multiple manual power ups mainly of 10 minutes duration were recorded between the 18th july 2015 and the final history log entry on the 28th september 2015. The pad-pak became depleted during this time and a further pad-pak was installed. Investigation found the reported fault can be attributed to membrane failure. The 10 minute time outs would suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.